Manufacturer narrative:
The incident devices have been received and are under evaluation. When the device evaluations are complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inguinal hernia procedure, the e6008 footpedal continued to be powered on even when it was no longer activated. This happened when hemostasis started. The reporter also indicated that chlorhexidine and a non-medtronic return electrode were utilized under the patient when the patient received a second degree burn at the return electrode pad site.

Manufacturer narrative:
This incident was inadvertently duplicated in regulatory report #: 1717344-2017-05639. Please see regulatory report #: 1717344-2017-05612 (medtronic tracking #: (B)(4), task ID: (B)(4)) for the original report. If information is provided in the future, a supplemental report will be issued.